Event description:
Zoll customer support contacted a (B)(6) old female pt to exchange her monitor. The pt's download revealed numerous 'abnormal shutdown' flags, 'multiple abnormal shutdown' flags, and service code 107.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns / mult abnormal shutdowns / service code 107) has been confirmed. Upon service investigation, the pt's monitor was downloaded and the monitor began resetting. The cause of the resets cannot be positively identified, but is likely defective components u104 (pxa) and u1003 (pld). The root cause cannot be positively determined due to inaccessibility of th e solder connections of u104 and u1003. No adverse event resulted form the defective monitor. The pt received a replacement monitor.